Manufacturer narrative:
Additional information received: follow up CT approximately 5 years post the reintervention procedure revealed aneurysm growth with associated symptoms of severe abdominal pain and back pain. The patient was hospitalized for >24hours however the aneurysm growth remains continuing without treatment. Per the investigator the cause of event is not device related and related to the aneurysm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: the sponsor assessed the aneurysm enlargement event as related to the aneurysm, not related to the study procedure or study device. Aneurysm enlargement was again noted approximately 15 years post index procedure, with associated symptoms of stomach and back pain. The investigator assessed the event as not related to the study procedure, device, or aneurysm treated by the endoanchors. No treatment was carried out. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Approximately 11 years post implant the maximum aneurysm diameter measured 105.6 mm. The proximal aortic neck measured 27.3 mm in diameter to 31.2 mm in diameter along a 17 mm length. The proximal aortic neck angulation measured 15 degrees. The supra to infrarenal angulation measured 17 degrees. There was localized calcium, with a maximum thickness of 3 mm, that covered 5 percent of the circumference at the seal zone. It was reported that, approximately ten years post index procedure, the talent stent graft had migrated. The physician elected to implant an endurant aortic cuff but the device was inaccurately delivered proximal to the intended landing zone. The physician elected to implant four aptus endoanchors as a prophylactic during the procedure. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received on this case reported that, during a follow up visit approximately 17 years post index procedure, the patients aneurysm had increased to 120mm. A type ii endoleak was also observed during this follow up. It was reported that approximately 1.5 month later, the patient underwent an angiography and was treated with pre and post hydration due to renal function, the event is currently unresolved and is continuing without treatment. No additional clinical sequelae were reported and the patient will be monitored. If information is provided in the future, a supplemental report will be issued.